Event description:
It was reported that the detector mechanically damaged. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector mechanically damaged. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that artifacts were visible on the skyplate detector after it had been dropped. To maintain system operation, a skyplate detector was temporarily borrowed from another department and registered in the system. The original detector (detector 1) was relabeled as detector 10 to enable the use of both units. Calibration and functional checks were successful. During the noise test and dose field flatness check on the damaged detector, a chip error was detected in the noise test. The detector was restarted, followed by gain and pixel calibration. After recalibration, no artifacts were observed. Noise test and dose field flatness were performed again, and the noise test was subsequently successful. Test recordings using a homogeneous filter were also successful. All additional detector function tests were performed and passed without issues. The device was returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).